Event description:
My mother had a cerebral shunt placed almost a year ago. She since has had memory issues such as knowing what day it is, how old family members are (drastically different 20 years off). She was recently found stranded in her bed laying in fecal matter and is in the hospital. Among an ulcer and internal bleeding that has not been pinpointed it was found her shunt was displaced and now in her abdomen.